Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 2000 ohms. In addition, the patient reported feeling more fatigued. Subsequently, the patient underwent a revision procedure, but due to stenosis a new rv lead was unable to be implanted at this time. At this time, the pacemaker and non-boston scientific rv lead remain in service. No additional adverse patient effects were reported.